Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6.

Event description:
Healthcare professional later reported gel fractures. Capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. - gel fracture: unable to observe since the device is ruptured. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non penetrating nicks, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side "intra-capsule rupture" and "baker iii capsule contraction". Later healthcare professional reported "gel fractures". The device was explanted.

Event description:
Healthcare professional reported right side "intra-capsule rupture" and "baker iii capsule contraction". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.